Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The three-way stopcock and extender tubing were also returned. Three kinks were observed on the catheter tubing approximately 76.2cm and 45.7cm from iab tip. A sensor output test was performed, and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The three-way stopcock and extender tubing were also returned. Three kinks were observed on the catheter tubing approximately 76.2cm and 45.7cm from iab tip. A sensor output test was performed, and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted during an angiogram. When the iab was connected to the console, a fiber optic sensor failure alarm was generated. The console was switched out for another, but the same issue occurred. The surgeon then decided to insert a new iab and therapy was continued without further problems or alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 835729 h3 other text : device not returned.